Manufacturer narrative:
A request for the return of the device has been made. Should the pump be rec'd for eval, a follow-up report will be filed upon completion of an eval or if any add'l info becomes available.

Event description:
The facility reported an infusion pump that was underinfusing. It was not specified if this occurred while infusing on a pt. The facility rep stated that no pt injury was associated with this report and no incident reports were filed since the last baxter service event. Info regarding pt demographics, medication involved and device programming was requested but none was provided.